Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were confirmed during testing. The devices were found to be affected by corrosion; there was evidence that the devices were run while wet, one device had leaking. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the device was reportedly leaking. Two events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 3 devices were received for evaluation; 1 event was confirmed during testing. The device was found to be affected by corrosion; there was evidence that the device was run while wet. Approx 2 device evaluations are in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device was reportedly leaking. Approx 2 events had no patient involvement; no patient impact. Approx 1 event had patient involvement; no patient impact.